Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, with the assistance of their legal guardian, was informed of the situation and advised on corrective actions. Technical support decided to replace the malfunctioning pump. The customer was instructed on how to put the pump into storage mode and advised on using multiple daily injections as a backup therapy. The problematic pump was to be returned to tandem using a prepaid label within 10 days, and a replacement pump was sent without requiring a signature for delivery.